Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported that follow-up CT scans taken on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2013 have shown that the proximal seal of the excluder device has continued to migrate distally (distance unk). According to the physician, the aneurysm continues to shrink without evidence of endoleak. The patient is currently doing well; however, the physician plans to intervene implanting an aortic extender component proximally to extend to the lowest renal artery. The intervention has not been scheduled.